Event description:
It was reported that during a surgical procedure the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. No further information was provided.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that one tab was broken from the mount of the blade. Lot number information has not been provided to permit further investigation. The root cause is multi-factorial.